Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had poor sealing of the cuff, gas leakage, and leakage of secretions. Due to the age of the patient, it was difficult to remove, so the unit was still used for 10 days. Patient was re-intubated.